Manufacturer narrative:
(B)(6). The manufacturing location was unavailable. The device manufacture date is unavailable. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and determined that trigger / slider blocked, jammed. Therefore the reported condition was confirmed. The assignable root cause was due to improper cleaning and maintenance. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the trigger/slider blocked, jammed on the compact air drive device. It was noted in the service order that the device was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.